Manufacturer narrative:
Date of initial report: 2017-05-09. The customer indicated that the device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the rf assure conformplus ii body scanner gave a (B)(6) detection. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.